Event description:
It was reported that during a pci procedure, the pt2 guide wire tip fractured and remains in the patient. The lesion being treated was located in the 100% stenosed cto (chronic total occlusion) in the mid right coronary artery (rca). The physician encountered difficulty advancing the pt2 guide wire to the lesion. Another wire was placed parallel to the pt2 guide wire. A catheter was advanced over both guide wires and angiography was performed. During withdrawal of the pt2 guide wire, the distal tip detached in the patient. The physician attempted to retrieve the tip with a gooseneck snare, however, was successful. Approximately 2mm of the guide wire tip remains in the rca. The procedure was not completed due to this event. No further patient complications were reported. Patient status is reported "good."